Event description:
It was reported that at the user facility that metallic chips fall during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility that metallic chips fall during use. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
The reported event was confirmed. The device was scrapped by stryker.